Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No similar complaints have been received for this lot number. Add'l info was requested 04/12/2007 by phone, mail and fax. Add'l info was provided on 04/12/2007 by phone and 04/19/2007 by mail.

Event description:
Following bilateral intraocular lens (iol) implant surgery, a consumer reported blurry vision in the left eye and states he cannot see blue prints at 17 to 20 inches away.